Event description:
It was reported that deflation issue occurred. Vascular access was obtained via femoral artery. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 2.5mm x 100mm x 150cm, otw coyote balloon catheter was advanced for dilatation. The balloon was inflated at 8 atmospheres for 2 minutes with a saline contrast ratio of 3:1. However, during the procedure, the balloon shows persistently inflated even after deflating it. Deflation activity was done with help of a non-boston scientific inflation device by pulling the plunger back release the locking lever. Subsequently, the balloon was removed through the sheath carefully for 3 minutes. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.